Manufacturer narrative:
Kerrison #4 was sent into lab for evaluation under srn (B)(6). Date of previous service by steris and srn could not be determined however, based upon the condition of the kerrison as received by the lab, it was determined that the screw had been replaced during an on-location servicing. During said servicing the wrong screw was installed and not tack-welded in place. The screw in the handle comes from the manufacturer with multiple tack welds (laser welded) on the back of the screw that are meant to prevent the screw from backing out while in use. Said screw is not meant to be tightened, and/or adjusted in the field as the tack welds are easily broken if torqued with a screwdriver. The repair capabilities needed to service this style of qr kerrison requires the use of a laser welder to ensure that the screw (if replaced) has the appropriate tack welds re-applied prior to use at a user facility. It was determined that the on-location team does not have the appropriate equipment (laser welder) to be servicing this type of instrument. Applicable field personnel will be retrained and advised to send kerrison repairs into the appropriate repair labs. On 7/12/2023, the needed repair and screw replacement/laser welding was completed at the lab and the instrument was returned to the customer.

Event description:
The user facility reported that a kerrison (kerrison #4) was repaired incorrectly (on location repair). The screw used to repair the kerrison is not the original screw and it popped out during a case while being used. Exact date of the reported event is unknown, however it likely occurred between (B)(6) 2023. No patient injury or case delays were reported.